Event description:
Boston scientific received information that immediately following pocket closure, after a reportedly uneventful right atrial and right ventricular lead implant, abnormal sensing, impedance and threshold measurements were obtained. The physician elected to reopen the pocket and assess corrective action resolution, at which time, it was noted the rv lead helix had not been fully extended. Following additional rotations, the helix fully engaged and threshold, sensing and impedances values recovered. The ra lead required repositioning to attain favorable measurements. Following successful repositioning, all atrial values also recovered. The pocket was the re-closed in the absence of additional adverse patient effects. To date, both leads remain implanted and in service without further complications.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.